Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple svt episodes diagnosed as vt were observed. The device was reprogrammed, and the issue was resolved.